Event description:
Pt had arthroscopic rotator cuff repair (B)(6) 2017 using parcus 45 knotless 4.5mm peek anchors (2 anchors), lot 7500, expiration 10/11/2021, ref #(B)(4). Pt had continued pain so repeat MRI was done on (B)(6) 2017 and showed that one anchor had backed out and was proud to the cortex. They were removed arthroscopically on (B)(6) 2017 and pt has thus far progressed very well.